Manufacturer narrative:
During impella 5.5 prep, there was an issue with the purge cassette. The purge cassette was unable to be detected. The purge cassette was exchanged for a new purge cassette, which was able to be prepped without issue. Since this occurred during prep, there was no patient involvement and only resulted in a delay to treatment/therapy initiation to replace the purge cassette. 6. Health effect - impact code updated. F1905 no longer applies.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: failure to detect purge cassette, pump or catheter: the cause of the failure to detect purge cassette was an rfid chip failure, failure traced to component. Clinical rationale: a 63-year-old male supported with an impella 5.5 (sn: (B)(6) for the treatment of cardiomyopathy experienced an issue during device preparation on (B)(6) 2025 at 9:40 am. During setup, a ¿purge cassette not detected¿ alarm was triggered, consistent with a defective purge cassette. The procedure was continued without complication after the purge cassette was replaced. Based on the available information, the event was attributed to a defective purge cassette, and the issue was resolved by replacing the cassette. No patient harm occurred, and the device functioned as intended following replacement. An evaluation and analysis will be performed on the device when returned. The patient remains on support at the time of reporting.

Event description:
The complainant reported that during preparation, the purge cassette was not detected. The procedure proceeded without issues after a new purge cassette was installed. The patient outcome is still to be determined.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.